Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the atrial lead exhibited over-sensed noise. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of noise and insulation damaged were not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: updated b5 and h6

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the atrial lead exhibited over-sensed noise. Insulation damage was suspected. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.